Manufacturer narrative:
The account replaced the logic board and the bed has the same issue. Repairs have not been completed.

Event description:
Info received indicates reverse trendelenburg will not operate when the bed hi/low is all the way up.